Event description:
The complaint states a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).